Event description:
Reporter indicated a vns therapy patient was admitted to a hospital a week prior due to increased seizures. Additional information received indicated the patient "had gone into status epilepticus. No clear cause of the status found, though he had mild leukocytosis in cerebrospinal fluid." While in status, the patient was given ativan. The patient's wife reported that the current seizure activity has been more intense and more frequent over the past month, having up to 15-20 'minor seizures' daily. The relationship of the seizures to the patient's pre-vns baseline is unknown. The medical professional reviewed x-rays and no anomalies were noted regarding the placement or continuity of the vns device. An MRI was performed, and revealed small focus of flair hyperintensity in the left inferolateral frontal cortex, of uncertain nature. The physician recommended further assessment of this MRI. The patient was on the following AED regimen: keppra 2500 mg bid, felbamate 1800 mg qam/1200 mg qpm/1800 mg phs, and lamictal 125 mg bid, was continued. Ativan 1 mg q4h was also prescribed. The lamictal level was found to be slightly low and the lamicatal dose was gradually increased in the course of the hospitalization. There was a corresponding improvement in seizure control. The physician noted that the pre-admission (pre-status seizure activity) could be related to the slightly subtherapeutic lamictal level. Diagnostic testing performed on the patient's vns device, and the device was found to be working within normal limits. The patient's seizure activity did stabilize, and the physician will continue to monitor the patient. Good faith attempts to obtain additional information have been unsuccessful to date.